Event description:
It was reported that the t:slim x2 pump battery would not charge using the tandem charging cable and wall adapter, causing a charging connection issue that was not resolved even when changing the cable and adapter. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.